Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of high intraocular pressure, fibrosis, and allergic reaction/hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the physician details and permission to contact have been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported increasing intraocular pressure with scarring and revision of bleb in the left eye against the xen®45 gts. Patient had 3 total revision operation and their physician is going to test to see if they are allergic to the xen®45 gts. It was also reported the use of the device was for narrow angle glaucoma.